Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 5 was not recognized as open or close. A field service engineer (fse) found that drawer 4 was triple clicking, with cubie a1 having a broken lid and pocket a3 containing liquid. The device was powered down, the affected cubies in row a were manually released, and the position sensor was replaced. After reboot, the device was not detected in the hardware test application (hta) initially; however, the customer was able to recover the drawer and unload the cubies as prompted. The customer then inventoried the medication in drawer 4, and all tests passed, confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer 5 was not recognized as open or close. However, there were no delay and adverse events or injuries reported based on this event.